Manufacturer narrative:
Batch review performed on 30 august 2021. Lot 187617: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2020, the patient had the competitor components revised to medacta components for reasons unknown. Presently, on (B)(6) 2021, the patient came in reporting discomfort due to a flexion contracture and the cause of the flexion contracture is unknown. The surgeon revised the 17mm insert with a 14mm one, about 1 year and 2 months after the primary surgery. The surgery was completed successfully.